Event description:
While performing a gastroscope and obtaining a biopsy, the biopsy forceps would not close. The forceps had a broken wire on the jaw. The biopsy could not be obtained. The scope had to be removed with the forceps out of the end of the scope, open.